Event description:
It was reported that asymptomatic patient presented in clinic for normal follow-up. Externalized conductors were observed via diagnostic imaging prophylactically. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.